Manufacturer narrative:
The results of the investigation revealed one tf ultra, 2 ubraid and ndls, 4.5mmti device was returned for evaluation of the reported complaint mode, ¿anchor jammed.¿ one device was received for evaluation. The anchor is significantly damaged presumably from the effort which was needed to remove it. Per product IFU 10600678, there is no indication for use of this anchor in a pectoral major repair. Based on the usage of the anchor when the incident occurred, no further action is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).

Event description:
During a pectoral major repair utilizing the tf ultra, 2 ubraid and ndls, 4.5mm ti it was reported that the surgeon predrilled with 3.5mm drill then proceeded to insert the 4.5 twinfix ultra ti anchor. The anchor jammed in the bone with approximately 1/2 inserted - anchor could not be advanced or removed. Anchor/inserter interface also failed resulting in inserter becoming redundant. The surgeon used various osteotomes, pliers, molegrips and finally managed to dislodge and unscrew the anchor. He then proceeded to insert a twinfix 5.0ti anchor into the hole and used another similar anchor to complete the procedure. The anchor and sutures were removed completely. The replacement anchor was placed in the same hole. No hole was left empty without a device.